Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7129983, expiration date: 2018-02-28, manufacture date: 2017-05-09. Medical device lot #: 7180814, expiration date: 2018-04-30, manufacture date: 2017-06-29. "Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was/was not observed. Evaluation/testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode overfill with the incident lot was/was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified."

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tube was observed to have overfills. No injury or medical intervention reported.

Manufacturer narrative:
The "date received by manufacturer" was corrected.